Event description:
It was reported that the transfer set could not connect to the titanium adapter tightly. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review of the provided lot number was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.